Event description:
It was reported that a secondary IV bag of ancef was infused in ten (10) minutes, faster than expected. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a secondary IV bag of ancef was infused in ten (10) minutes, faster than expected. Ancef 2000mg/50ml was programmed to infuse at a rate of 120 ml/hr. The infusion was started at 0858 and stopped at 0910. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : describe event or problem, medical device serial #, device manufacture date, imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.